Manufacturer narrative:
Report was inadvertently submitted under manufacturer number (B)(4) but the correct manufacturer number is (B)(4).

Manufacturer narrative:
Additional information: device available for evaluation, date rec¿d by MFR, device evaluated by MFR, evaluation codes. The reported perfect passer connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the top jaw of the device broke off in the patient when it was removed from the cannula. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. The clamp was not broken as indicated by the customer; however, it did come loose. Internal investigation indicates the failure cause for upper s-clamp unhooked is due to a dimensional discrepancy on the s-hook component. The instruction for use (IFU) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device brokes. All the pieces were removed from the patient. No patient injury was reported.